Event description:
It was reported that the insulin pump alarmed rf pic failed self test. Customer was able to clear the alarm but it returns. Advised the customer the nsulin pump would be replaced.

Manufacturer narrative:
Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. (B)(4).